Manufacturer narrative:
H6: one 72203721 - fast-fix 360 curved ndl dlvry sys ei intended for use in treatment has not been returned for evaluation. Without the reported product, a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. The information provided states: "during a knee arthroscopy, the t2 implant of the "fast-fix 360 curved needle" could not be triggered. The t1 implant had already been anchored secured and had to be removed". An exact root cause cannot be determined with confidence; however the instructions for use states: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint and manufacturing records was performed and indicated similar allegations for the lot number reported.

Event description:
It was reported that, during a knee arthroscopy, the t2 implant of the "fast-fix 360 curved needle" could not be triggered. The t1 implant had already been anchored secured and had to be removed. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.